Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. A topical antibiotic was administered for the skin overgrowth; however, the issue could not be resolved and a longer abutment was placed under a general anaesthetic on (B)(6) 2018.